Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. One day before the event onset, the patient was hospitalized for the events. On an unknown date, the patient was treated with ceftazidime injection (1gm, once daily, intraperitoneal, stop date: unknown) and cefazoline injection (1gm, once daily, intraperitoneal, stop date: unknown) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.